Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-jan-2022 to 04- jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the communication bus. A field service engineer opened the med app and noticed that there was a debug error on the device and reimaged the device to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system drawer was not being detected on the communication bus when a patient was on the table. The customer added that after turning the device off and on, several error messages displayed, preventing users from accessing the device. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the field service engineer reimaged the device to resolve the issue. The station's application is running successfully. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer was not being detected on the communication bus when a patient was on the table. The customer added that after turning the device off and on, several error messages displayed, preventing users from accessing the device. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.